Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received a max bolus alert. During troubleshooting with tandem technical support, pump history indicated that customer requested a bolus for 221g of carbohydrates. Customer had inadvertently entered his blood glucose level into the carbohydrate section. Customer indicated that steps had already begun to prevent hypoglycemia.